Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst adapter was loose and not attached to the y-body. The 2-way stop cock was opened. The stent graft was not deployed. There was a gap between the atraumatic tip and the distal end of the catheter of 6mm. Dried blood was observed between the outer catheter and the stent graft. Functional/performance evaluation: an attempt to deploy the stent graft was successful, the stent graft was deployed without issue. No exposed or broken struts noted. No anomalies noted to the deployed stent graft. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is unconfirmed, as the stent graft was able to deploy during functional testing. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent graft was unable to be deployed. The entire device was removed without incident. Another stent was used to complete the procedure. There was no reported patient injury.